Event description:
The customer reported the device is unexpectedly powering on and shutting down. There was no pt involvement.

Manufacturer narrative:
(B)(4): this customer reported the device is unexpectedly powering ona nd shutting down. There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.